Event description:
The customer reported that the device failed the user test. Physio-control evaluated the device and confirmed the reported problem. Furthermore, physio found that the device would not deliver charged energy. The device was unable to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further analysis of the removed therapy pcb assembly determined the cause for the malfunction to be failure of a diode, designator cr44. Failure of the component resulted in excessive high current that damaged the pcb and electrically shorted other components.